Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer stated that the pin that operates the pumps has broken off where it cannot be replaced.